Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the local staff upgraded c1 to sw3.0.3. However, when he rebooted after saving the logs with the service software, the screen displayed 'technical fault: 783003' and 'self test failed' and an alarm went off. No patient involvement.